Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the biomed that the pump stopped working in the middle of procedure. No further detail on how they complete the case. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received at the service center for service and repair. The device passed all the functional tests and there were no failures. The reported issue cannot be confirmed. There were some cosmetic repairs on the device due to left and right lexan covers being cracked, tips and rubber feet worn out and chamber holder & guide line twisted. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).